Manufacturer narrative:
The device involved in this MDR report is not approved in the united states. However, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the pacemaker was interrogated before the pacemaker replacement procedure. The pacemaker was programmed in vvi5 70-130 bpm and then programmed in vvi 30 bpm. Afterwards, the pacing was recorded at 50 bpm during the replacement procedure.

Event description:
Reportedly, the pacemaker was interrogated before the pacemaker replacement procedure. The pacemaker was programmed in vvi5 70-130 bpm and then programmed in vvi 30 bpm. Afterwards, the pacing was recorded at 50 bpm during the replacement procedure.

Manufacturer narrative:
The conclusions are as follows: - while the device was programmed at 40 then 30 bpm, a pacing rate of 55 bpm was seen is due to the smoothing function which was programmed at ¿very low¿ and the presence of ventricular spontaneous contractions: o the last 8 cycles were not equal to the basic rate (higher), therefore the smoothed rate was greater than the basic rate. O the smoothed rate was higher than 30-40 bpm and decreased slowly to the programmed basic rate. - based on the available information, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.